Event description:
During a sub acromial decompression procedure, it was reported that metal shavings flaked off into the joint. The metal shavings were removed by suction and flushing the joint area and the procedure was completed with the backup device. There was a twenty minute delay reported for this event.

Manufacturer narrative:
Device was not returned for evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).